Event description:
The user facility reported that the device did not hold pressure during a procedure. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences. The procedure was completed successfully.